Event description:
The patient experienced stimulation in the wrong location following 2 hard falls. The patient was at home at the time of the report; his status was reported as 'good.' Additional information has been requested. A follow-up report will be submitted if additional information becomes available.